Manufacturer narrative:
Data in the waveform and alarms tabs were found to be corrupted and unavailable. Trend data confirmed patient¿s spo2 dropped on the morning of the event in question. Without data in the alarms tab to review, there is inadequate information to further investigate whether an alarm was generated or not for low spo2. This report is considered final. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the nurse that on (B)(6) 2021, there was a failure to alarm for telemetry patient. No injury report due to this event.